Manufacturer narrative:
Device evaluation: a technical investigation was performed on the nine devices returned for the device fell off event complaint. All devices were received and inspected. The condition of the adhesive foam pad upon receipt prevented verification of the original adhesive properties. A moderate amount of adhesive residue was observed on the pads. The adhesive strength was verified as sufficient. The complaint for these devices could not be confirmed.

Event description:
The patient reported that a few of their v-go 30 devices fell off. No specific event dates were reported. The patient stated that the lot number and expiration date are unavailable. The devices were reported to be available for return to the manufacturer for evaluation.